Event description:
Port-a-cath which was implanted on 12/17/96 was found to have transected on 3/11/98, as evidenced by chest x-ray. Attempts to remove port-a-cath resulted in the removal of only the port and a short portion of what appears to be an inner sheath and seems "silastic" in nature. The rest of the port end is fibrinously attached to the subclavian. The remainder, the distal end of the cath, remains in the medial subclavian and descends into the vena cava.